Manufacturer narrative:
No product malfunction has been alleged. Diagnostic logs are pending receipt for further investigation. The user was discharged with a holter cardiac monitor after inpatient observation completed. No additional medical intervention was reported. Subsequent outpatient hemodialysis treatment on (B)(6) 2013 was uneventful. The user's guide contains adequate information regarding risks associated with dialysis therapy and the need to monitor to detect potential complications early and initiate appropriate remedial measures if necessary.

Event description:
Approximately 1.5 hours after a hemodialysis treatment initiated at outpatient facility center, the user became unresponsive after complaining of nausea. Hemodialysis was discontinued and a 200 cc normal saline bolus dose was administered. During the event, the user's "heart rate dropped from 42 to 64 beats per minute." The user's blood pressure remained unchanged. A deep sternal rub aroused the user. The user was transferred to an inpatient facility for further evaluation.